Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 350 mg/dl. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly, the customer had manual injections as alternate insulin therapy.